Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update sep 11, 2017: legal medical records received. Pfs alleges inability to walk requiring use of ambulation assistive device. After review of the medical records for MDR reportability, it was stated that the patient was revised to address infection. Revision notes reported infected fluid in the abundant subcutaneous tissue. Part and lot information were provided. Update sep 11, 2017 it was noted that the liner and head on this complaint were implanted on (B)(6) 2016 during the first revision to address infection. It is clear that the infection did not clear up from (B)(6) 2016, and they were then explanted on (B)(6) 2016. It is clear that these did not contribute to the ongoing infection. The stem and cup were also explanted on (B)(6) 2016, and these did potentially contribute to the infection, as they were present from the primary surgery on (B)(6) 2016. The stem and cup products were reported and medwatches sent from (B)(4), for this explant date on (B)(6) 2016. Complaint updated on: oct 9, 2017 update: 23 oct 2017: litigation record received. There is no new allegation. This complaint was updated on oct 23, 2017.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: update sep 11, 2017: legal medical records received. Pfs alleges inability to walk requiring use of ambulation assistive device. After review of the medical records for MDR reportability, it was stated that the patient was revised to address infection. Revision notes reported infected fluid in the abundant subcutaneous tissue. Part and lot information were provided. Update sep 11, 2017 it was noted that the liner and head on this complaint were implanted on (B)(6) 2016 during the first revision to address infection. It is clear that the infection did not clear up from (B)(6) 2016, and they were then explanted on (B)(6) 2016. It is clear that these did not contribute to the ongoing infection. The stem and cup were also explanted on (B)(6) 2016, and these did potentially contribute to the infection, as they were present from the primary surgery on (B)(6) 2016. The stem and cup products were reported and medwatches sent from (B)(4), for this explant date on (B)(6) 2016. Complaint updated on: oct 9, 2017. Update: 23 oct 2017: litigation record received. There is no new allegation. This complaint was updated on oct 23, 2017. / / investigation method: / / investigation summary:

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
UDI: (B)(4).